Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit fails drive manifold test, not passing membrane test. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional contact details: (B)(6). Getinge field service engineer (fse) confirmed failing safety disk membrane leak test.replaced safety disk. This corrected issue. Consumed pm screw kit. Device passed all functional and safety tests according to factory specifications. The failure analysis and testing department received the following part associated with this complaint: safety disk. This part was received with a reported unit failure message of fails membrane leak test. Performed visual inspection of this part received and part looks to be in good condition. Installed the safety disk into the cardiosave test fixture and tested to the factory specifications per revision e and the cardiosave service manual revision r. The failure analysis and testing department performed all manifold test, 30 psi transducer and tested all solenoid. The fat dept. Observed membrane leak test fails with result of 8 mmhg, the factory specification is +-6 mmhg. The failure analysis and testing department verified the failure message of fails membrane leak test. Safety disk failed testing. Retaining safety disk in the fat dept. As per procedure 0002-07-d008 rev aq.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit fails drive manifold test, not passing membrane test. There was no patient involvement reported.